Manufacturer narrative:
H4: the lot was manufactured between april 12, 2023 ¿ april 14, 2023. H11: the device was received for evaluation. A visual inspection was performed, and a leak from an unclosed clamp on the tubing line was observed. The blue winged luer cap was also not securely tightened because the cap thread was visible. A functional leak test was performed after the clamp was securely closed and the winged luer cap was securely tightened, and no leaks were observed. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause of the leak was most likely use-related in which the clamp and the winged luer cap were not properly closed after the device was filled. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date of june 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from an unspecified location. This occurred prior to patient use. There was no patient involvement. No additional information is available.